Manufacturer narrative:
(B)(4). This error caused by the timing at which the image cropping operation is processed when exposures are taken and the timing at which the second pre-view image display processing are started. Application was hanged up. As a result, the images previously taken was not saved. This reported event occurred outside the USA. (B)(4).

Event description:
The customer reported that the sys had locked up after image was taken at (B)(6) 2013 and the sys had locked up again after image was taken at (B)(6) 2013. After restarting sys, the images previously taken was not saved. Retaking the image was required, resulting in unintended excessive radiation exposure.